Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the seat and the lid will not stay attached to the unit. He states he sold the unit to the consumer on (B)(6). He states the end user alleged using duct tape even to attempt to get the seat to stay attached and it will not. He states the seat keeps popping off. No injuries noted.